Event description:
It was reported that the subject device had no image and locking issue. The issue was identified during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure, no image due to water seepage inside the module, and the power switch led cable was pinched. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.